Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia/tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella 5.5 endured runs of ventricular tachycardia. An ablation was planned to treat the condition, however it was later reported that the patient passed away due to a massive cardiac arrhythmia. The patient was on support at the time of their passing

Manufacturer narrative:
There is not enough evidence to exclude the impella as an associated factor in the patient's outcome. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.